Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was unable to pull out the medication from the refrigerator. A field service engineer was informed by the operator that were unable to transfer to the inpatient pharmacy. The operator noted that a user named customer had logged into a case requesting assistance for one of the pyxis stations. Despite this, the operator confirmed that the transfer could not be completed. Based on this information, the case has been closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 only opened halfway. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 only opened halfway. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.